Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had blood glucose of 71 mg/dl. Customer stated that her insulin pump was not working correctly, the buttons were not responding. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no esc and up button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.